Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the clinical information provided, of the elevated metal ion levels, fluid collections and necrotic tissue, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.internal complaint reference number: case-2020-00008164-1

Event description:
It was reported that a revision surgery was performed on the patients right hip due to unknown reasons. The patient had a s&n oxonium femoral head and stem along with competitor devices still implanted from the previous surgery. The patient outcome is unknown.